Event description:
It was reported that during a dialysis catheter placement procedure via the right internal jugular vein approach, the guidewire was allegedly difficult to insert into the dilator. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr dilator with a loaded j-tip guidewire were received in two segments. Visual, microscopic, functional and dimensional evaluations were performed. The distal end of the proximal segment of the guidewire was noted to have a complete break and uncoiling was noted at the break end. The distal guidewire segment was received within the 8fr dilator, and the dilator was noted to be bent. The distal tip of the j-tip guidewire appeared to be protruding from the distal tip of the 8fr dilator and the core wires were not visible. The proximal end of the distal guidewire segment was noted to be slightly uncoiled. An attempt to offload the j-tip guidewire from the 8fr dilator was performed and was successful. Therefore, the investigation is confirmed for the identified fracture, stretched and material separation issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.